Event description:
New information received notes that the physician elected not to make any programming changes and to continue monitoring the patient closely. The patient was fine after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, ventricular oversensing was observed. Review of the session record revealed possible myopotential oversensing. Programming changes were recommended.